Manufacturer narrative:
The device was returned and analyzed following our quality control procedure. A first operator performed 5 adjustments without any problem : the valve left its position easily. Then a second operator performed the same tests 3 times and on the 4th, the micro magnets kept blocked in high position as described by the customer. Normal movement could not unlock it. But after using the back and forth movement of the setting magnet, the shunt position changed immediately. This valve was manufactured and shipped before improvements were made to our production line in 2016, to prevent this situation. Therefore, actions have already been taken to prevent this issue to reappear.

Event description:
The user tried to change the adjustment pressure of an unpacked valve. The pressure would not move, therefore, the device was not used.

Event description:
The user tried to change the adjustment pressure of an unpacked valve. The pressure would not move, therefore, the device was not used.